Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer performed calibration with the transducer but the problem still persists. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator was alarming circuit occlusion, circuit disconnect and high peak pressure. At this time, there's no information regarding patient involvement